Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of one unexplained pump reboot event. During investigation, the battery compartment was found to be cracked below the grip pad. The returned battery cap was found to be undamaged and able to properly secure to the pump. The battery cap was tightened then unscrewed ½ turn with no observed power loss. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The original complaint of a power issue was unable to be duplicated.